Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped using the scs system because the stimulation became less effective over time. It is unknown when the patient last used the scs system or recharged the ipg. The ipg is unable to communicate with the external devices. The issue was confirmed by the sjm representative. Surgical intervention may be pending to address the issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy was resumed postoperatively with effective stimulation attained.